Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Last week we had the same issue as today, so let me start there. Last week we had made all our distal, and posterior chamfer cuts with the angled saw attachment with out difficulty. We then had to do a recut on the distal femur, we attached the saw attachment, cut the lateral side, moved across to cut the medial side and dr. (B)(6) said this is off, it is cutting more bone then we planned. We noticed that the saw blade was very loose. The tech tightened the nut and we cut the other side. At the end of the case I checked the attachment and it loosened and tightened just fine. We had attributed it to possibly not being put together right by the tech. However......today (B)(6) as we cut the distal femur with the same attachment(color coated to track each piece), I watched the nut on the saw blade attachment. It was spinning back and forth with the vibration and made a full 360 turn. I know they move slightly with the vibration and typically tighten. This however was moving a lot. I had the pa check the blade. It was very loose. We tightened it to do the posterior chamfer cut and it was loose again. Dr. (B)(6) said you will send this in. It is not staying in position. We then switched to the straight attachment and had no difficulty finishing the case. Case type: tka, was there a surgical delay? Yes - =15 minutes.

Manufacturer narrative:
Follow-up #2 and final report submitted to update sections PMA/510k.

Event description:
Last week we had the same issue as today, so let me start there. Last week we had made all our distal, and posterior chamfer cuts with the angled saw attachment with out difficulty. We then had to do a recut on the distal femur, we attached the saw attachment, cut the lateral side, moved across to cut the medial side and dr. Douglas said this is off, it is cutting more bone then we planned. We noticed that the saw blade was very loose. The tech tightened the nut and we cut the other side. At the end of the case I checked the attachment and it loosened and tightened just fine. We had attributed it to possibly not being put together right by the tech. However......today 7/16 as we cut the distal femur with the same attachment(color coated to track each piece), I watched the nut on the saw blade attachment. It was spinning back and forth with the vibration and made a full 360 turn. I know they move slightly with the vibration and typically tighten. This however was moving a lot. I had the pa check the blade. It was very loose. We tightened it to do the posterior chamfer cut and it was loose again. Dr. Douglas said you will send this in. It is not staying in position. We then switched to the straight attachment and had no difficulty finishing the case. Case type: tka was there a surgical delay? Yes - =15 minutes.

Event description:
Last week we had the same issue as today, so let me start there. Last week we had made all our distal, and posterior chamfer cuts with the angled saw attachment with out difficulty. We then had to do a recut on the distal femur, we attached the saw attachment, cut the lateral side, moved across to cut the medial side and dr. (B)(6) said this is off, it is cutting more bone then we planned. We noticed that the saw blade was very loose. The tech tightened the nut and we cut the other side. At the end of the case I checked the attachment and it loosened and tightened just fine. We had attributed it to possibly not being put together right by the tech. However......today (B)(6) as we cut the distal femur with the same attachment(color coated to track each piece), I watched the nut on the saw blade attachment. It was spinning back and forth with the vibration and made a full 360 turn. I know they move slightly with the vibration and typically tighten. This however was moving a lot. I had the pa check the blade. It was very loose. We tightened it to do the posterior chamfer cut and it was loose again. Dr. (B)(6) said you will send this in. It is not staying in position. We then switched to the straight attachment and had no difficulty finishing the case. Case type: tka. Was there a surgical delay? Yes =15 minutes.

Manufacturer narrative:
Reported issue: it was reported that the saw blade came loose during use. Product history review: review of the device history records indicate 50 devices were manufactured and 31 devices were accepted into final stock on 04/18/2017. A review of qt17-04-0046 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 212480, lot 35030317/ 3501120 shows no additional complaint(s) related to the failure in this investigation. Visual inspection: the saw knob was removed and visual inspection showed all cam pins were intact. Material analysis: not performed as no material failure was alleged. Functional inspection: saw was tested with a robot and known good mics. Issue could not be reproduced. Saw remained properly constrained. Conclusion: failure mode was not confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been no nc or CAPA associated with the product and failure mode reported in this event.